Event description:
The customer reported that the cuvette waste top sealer of the dimension exl with lm instrument was not sealing cuvettes. Contents of a cuvette reportedly splashed into a technician¿s mouth when the technician was cutting and compressing the used film to dispose of it. The technician immediately rinsed her mouth with the water and was evaluated by an occupational health physician. The technician¿s blood was drawn and tested for infectious diseases, which all recovered negative. The customer confirmed that there were no further treatment or medication provided to the technician due to the event. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the dimension exl with lm instrument was not sealing cuvettes properly. A technician was reportedly exposed to contents of the cuvettes as she attempted to dispose of the used film. The technician was not wearing glasses or a face shield at this time. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, replaced and aligned the top seal assembly, and ran 100 cuvettes. All cuvettes were sealed correctly. As per the dimension exl with lm operator¿s guide, the cuvettes and the contents of the cuvettes may present a biohazard or chemical hazard. The operator's guide advises operators to follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance and troubleshooting procedures. The technician was wearing gloves and gown. The technician was not wearing glasses or a face shield at the time of the exposure. The instrument is performing according to specifications. No further evaluation of the device is required.